Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult. An xtw clip was inserted and deployed on the mitral valve. Before implanting a second clip, it was observed that the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, a second and third clip were implanted. To further reduce mr a fourth clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The reported suspected device damaged by another device (dislodged) is related to procedural conditions, and due to the second clip possibly interacting with this first implanted clip and possibly contributing to the slda of this first implanted clip. Slda per the physician was likely due to the tension from the valve and possibly due to the leaflet not fully grasped because of the challenging imaging. Additionally, slda may have also been due to the second clip possibly interacting with this first implanted clip. Image resolution poor is related to patient and procedural conditions associated with imaging being difficult due to shadowing and tethering of the posterior leaflet. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.